Manufacturer narrative:
(B)(4). Cine and echo images were submitted for edwards review. The imaging was reviewed by edwards¿s medical staff. Observations: cine severe aortic. Valve calcification, moderate aortic root calcification, no porcelain aorta, moderate mac fair coaxial alignment of the valve and delivery system. Good image intensifier angle (iia). Valve was positioned and deployed 85/15 aortic. Post deployment aortogram demonstrates significant ar. Left coronary has timi 1 flow in the lca and also in the rca. Second valve deployed in the same position as the first sapien, with resolution of the ar. Images of coronary stent deployment not provided tee. On tee severe calcification in the ncc, much greater than the lcc, greater than the rcc. Bulky calcification on the ncc. Sov = 28 (no obliteration), stj=25. Severe central ar pre valve deployment. Tee shows no images of valve position or deployment impressions: risk factors for coronary obstruction include obliterated sinuses of valsalva (sov), bulky calcification, valve oversizing (= 4mm). Bulky calcification was present in the ncc, however, it was not obvious in the lcc, but cannot be excluded. Obliteration of the sov was not present (28-22 is > 4mm). The proximate cause of the coronary obstruction, however, was most likely due to significant aortic positioning and deployment of the sapien. This combined with valve over-sizing and significant bulky calcification likely contributed to the coronary obstruction. Per the instructions for use, device malposition requiring intervention, coronary flow obstruction and arrhythmias are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, a combination of patient factors [significant bulky calcification] and procedural factors [improper valve positioning, valve over-sizing, less than optimal coaxial alignment] anesthesia and the tavr procedure itself caused or contributed to the reported events. To date, despite multiple investigations attempts, the exact cause of death has not been provided. There is no evidence the events were a result of sapien valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the patient expired. The cause of death was not provided; an autopsy was not performed. Per report, access was obtained at the right femoral artery via a surgical cut down technique. The 24fr sheath was inserted with minimal resistance noted by the primary operator. A bav was performed with a 23x4 edwards balloon under rapid ventricular pacing; an acute drop in pressure was noted post bav. A 26 mm sapien valve was prepped in normal fashion. The valve was deployed under rapid ventricular pacing, resting in good position with a 60:40 (aortic) placement. The post deployment tee showed trivial posterior paravalvular leak, 2+ central aortic insufficiency. The patient quickly deteriorated and was quickly placed on bypass. The echo showed one of the three leaflets was not functioning properly. The decision was made to place a 2nd valve. The 2nd valve was successfully placed and the aortic insufficiency improved from 2+ to trace. The patient still remained unstable, even experiencing 2 episodes of ventricular tachycardia on the table. The echo show no movement of the left ventricular anterior wall which prompted the primary operator to shoot selective left coronary images. There appeared to be compromised flow down the left coronary and a stent was placed in the distal left main. The patient appeared to temporarily stabilize and was weaned off bypass. From there her systolic blood pressure took yet another turn for the worse and all additional life saving measures were stopped. The patient expired on the table shortly thereafter.

Manufacturer narrative:
Investigation of this event is ongoing. The two serial numbers for the implanted valves were received through the implant patient registry (ipr) ((B)(4)). However we are unable to confirm which valve was implanted first. The 3500a form will reflect an "unk" serial number under the form, however both serial numbers are herein referenced.